Manufacturer narrative:
A sample has been received but has not yet been evaluated. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the thirteenth complaint for leaking associated with the component lots. One opened 25 gauge trocar hub/cannula assembly was received for evaluation. The returned sample was visually inspected and were found to be conforming. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. Although the returned sample for this complaint was conforming, a root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the valved trocar cannulas were leaking during a vitreoretinal procedure. The issue was resolved by replacing the product. The procedure was completed without consequences to the patient involved. Additional information and product sample were requested.